Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), thyroid disorder ("thyroid"), autoimmune thyroiditis ("hashimoto's disease "), intervertebral disc degeneration ("degenerative disc disease"), fibromyalgia ("fibromyalgia"), bladder prolapse ("prolapse bladder") and genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removal,). At the time of the report, the medical device removal, systemic lupus erythematosus, thyroid disorder, autoimmune thyroiditis, intervertebral disc degeneration, fibromyalgia, bladder prolapse and genital haemorrhage outcome was unknown. The reporter considered autoimmune thyroiditis, bladder prolapse, fibromyalgia, genital haemorrhage, intervertebral disc degeneration, medical device removal, systemic lupus erythematosus and thyroid disorder to be related to essure. The reporter commented: cut cervix-2006. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu1&fu2 proceed together: social media received. New event lupus, thyroid, hashimoto's disease, degenerative disc disease was added. Reporter was added. On 20-mar-2020: fu1&fu2 proceed together:social media received. New event fibromyalgia, prolapse bladder, bleeding was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"), thyroid disorder ("thyroid"), autoimmune thyroiditis ("hashimoto's disease "), intervertebral disc degeneration ("degenerative disc disease"), fibromyalgia ("fibromyalgia"), bladder prolapse ("prolapse bladder"), genital haemorrhage ("bleeding") and musculoskeletal pain ("gentle moments from your shoulder rotating from side to side from shoulder will move the area and should help"). The patient was treated with surgery (essure removal,). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus, thyroid disorder, autoimmune thyroiditis, intervertebral disc degeneration, fibromyalgia, bladder prolapse, genital haemorrhage and musculoskeletal pain outcome was unknown. The reporter considered autoimmune thyroiditis, bladder prolapse, fibromyalgia, genital haemorrhage, intervertebral disc degeneration, medical device removal, musculoskeletal pain, systemic lupus erythematosus and thyroid disorder to be related to essure. The reporter commented: cut cervix-2006. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: reporter was added. Musculoskeletal pain as added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.